Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump did not deliver a bolus as requested. Customer's blood glucose was 330 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.